Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent extraction of vaginal wall mesh on (B)(6) 2013 due to exposure of implanted vaginal wall mesh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginosacral colpopexy, enterocele repair and rectocele repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, nocturia, polyuria, urge incontinence, atrophic vaginitis, muscle spasm and urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to exposure of implanted vaginal wall mesh. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse, enterocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding, dyspareunia and organ perforation. It was reported that the patient underwent excision of a vulvar lesion with laser ablation and multifocal dysplasia on (B)(6) 2011 due to severe dysplasia of the vulva. No additional information was provided. (B)(4).